Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 501 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The caller reported possible issues with the tubing. No further information was provided. The insulin pump will not be returned for analysis.